Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to customer&#38112;blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.